Event description:
It was reported the patient¿s ipg had an increased recharge burden. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of the event is estimated.

Manufacturer narrative:
A patient experiencing a recharge burden was reported to abbott. The physician was evaluating the possibility of replacing the ipg. The patient is awaiting judicial authorization to make the exchange, which is expected to take 6 months. Since nothing was scheduled at the time, the rep was informed the record would be closed and reopened as needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.